Manufacturer narrative:
The site shipped the system to the manufacturer to preform the repair of the door assembly. Issue was resolved by providing the site a loaner imaging system to use while the door assembly is being repaired on reported imaging system. No further issues reported. Part not returned.

Event description:
A site representative reported that the imaging system's door bracket was damaged. There was no patient present when this issue was identified.